Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the needle/ cannula did not deploy as intended during activation. Their blood glucose levels reached 355 mg/dl.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed and the pink slide insert was visible through the viewing window of the top housing. The needle mechanism was inspected, and no damages or defects were found that would contribute to the cannula not deploying. In addition, the soft cannula was observed to be sliced open, however, the timing and cause of the damage could not be determined. During investigation, insulin did not exit the distal tip of the soft cannula and was observed diverting and exiting from the sliced portion of the soft cannula.